Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, a hole in the right plunger case, cracked bottom case, and a missing pole insert. A 'check clutch/plunger lever' was found in the event history log. Functional testing was able to verify and duplicate both reported problems. The damage housing was determined to be from device impact. It was determined that the clutch error was due to the worn leadscrew and right and left clutch halves. The top and bottom housing, leadscrew, and right and left clutch halves were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device had physical damage to the top housing, plunger head, bottom housing (pem nut for pole clamp) and exhibiteda travel course error. There was no patient involvement.